Manufacturer narrative:
Displayable history crc check failed on startup alarm confirmed in the history file due to corrupted history file, however insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No unexpected battery out limit alarm anomaly noted. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had displayable history crc check failed on startup. Customer's blood glucose value was 347 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will returned device for analysis.